Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was greater then 50% stenotic in the mid right coronary artery (rca). The lesion was predilated with a 2.5 x 9 maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 2.5 x 8 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body stent strut damage was noticed. The procedure was successfully completed with a 2.5 x 8 mm pixel stent. No pt complications or injuries were reported. Pt status is reported as "statisfactory/good".